Event description:
It was reported by service report that the head end hydraulic jack won't pump up to full height. It is unk if there was pt involvement, however no adverse consequences are reported.